Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow-up, the pulse generator exhibited a premature elective replacement indicator. The device was explanted and returned.

Manufacturer narrative:
Final analysis found normal battery depletion.